Event description:
According to the available information, the cylinders of the device broke. No other patient adverse effects were noted.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. Three separations were noted on the bladder of cylinder 1. These are sites of leakage. The separations have a central groove, indicating contact with sharp instrumentation such as a needle. Two separations were noted on the bladder of cylinder 2. These are sites of leakage. The separations have a central groove, indicating contact with sharp instrumentation such as a needle. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 1 and cylinder 2 occurred after the device packaging was opened. The information received indicated that there was a break in the cylinders. Based on the evaluation and information received, the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the cylinders of the device broke. No other patient adverse effects were noted.